Event description:
Bowel obstruction, dense adhesions. A female pt with a history of carcinomatosis rec'd 4 sheets of seprafilm following a re-operation for an upper gastrointestinal bleed following an exploratory surgery. The seprafilm was applied over the liver, in upper left quadrant, by the spleen and over the bowel. Approximately six weeks later, the pt developed bowel obstruction. At the time of the re-operation, a frozen abdomen due to adhesions. The event was considered probably related to seprafilm by the reporting physician.